Event description:
We have detected apparent defects in argon medical peripherally inserted catheters in 4 pts over the past 8 weeks. Tiny pinhole defects in the catheter have developed while inserted in pts. The defects have contributed to sepsis in one of the pts. We have contacted the manufacturer who is analyzing the catheter for defects. Diagnosis or reason for use: preterm infants requiring parenteral nutrition.